Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly the pump was making sounds and no alerts or alarms could be identified. Customer's blood glucose was not adversely impacted. Customer will continue to use pump for insulin therapy.